Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have physical damage of insulin pump. Customer reported that a piece from reservoir compartment broke off and o-ring was missing. It was also reported that reservoir could not lock into place. Customer does not know how damage occurred. Customer's blood glucose was 303 mg/dl. Customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The insulin pump was received with a completely broken off reservoir tube lip and missing reservoir tube o-ring; a test reservoir will not lock or click into place. Unable to perform basic occlusion test and occlusion test due to broken off reservoir tube lip. However, the insulin pump passed idle current test, run current test, self-test, off no power test, a21 error test, prime test, no delivery test, displacement test and rewind. The insulin pump was missing the end cap sticker.